Event description:
Patient's meter was reading inaccurately high. Pt receiving results of 315, 400, and 260 mg/dl when they opened a new bottle of test strips. They stated that they did not have symptoms with these results. The blood glucose tests were done greater than 30 minutes apart. They took their humalog insulin based on these readings and on one occasion they stated they began to feel hypoglycemic. They stated that they ate sugar to treat themselves and they felt better afterwards. The test strips were not expired and were in good condition, however they ran two control tests and they both failed high. They opened a new bottle of strips and the control test passed.